Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient went into the emergency/hospital as infusion set cannula was kinked in 3 or more hours after insertion which results into high blood glucose level of 495mg/dl. The customer addressed the high blood glucose by correction bolus via pump. The insertion site was at right arm. Duration of infusion set used was for 6 hours. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. In hospital, patient received the two types of treatment - IV and fluids of saline and insulin. Later patient was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available